Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse determined that the display was flickering due to loose contact with the display cable. The fse removed and re-fixed the cable properly. The unit passed all functional tests. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.